Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was 600 mg/dl. Customer stated there was a crack in reservoir. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.(B)(4)